Manufacturer narrative:
Additional catalog number: t 100020; additional lot number: t 0904005; additional expiration date: 05/01/2011. Mfg date: 05/01/2009. Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. (B)(6) considers the investigation of this event closed at this time. Should the product be returned or additional info received, the investigation may be re-opened.

Event description:
In a phone conversation (B)(6) 2011, doctor indicated that a tgs uka pt (B)(6) was converted from a tgs uka to a total knee that morning. The procedure went uneventfully. He indicated this was due to a loose femoral component. The initial surgery was on (B)(6) 2010.